Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited post-paced t-wave oversensing (pptwos). No further information was provided.

Event description:
New information indicates that the patient presented remotely via merlin.net. There were no patient consequences due to the over-sensing.